Event description:
It was reported that an ilet user experienced insulin leaking from the cartridge into the pump during a supply change, which resulted in rapid reservoir depletion and elevated blood glucose recorded at 400mg/dl. Troubleshooting and education were provided by customer care agent on proper cartridge handling, including not overfilling and connecting the adapter only when the cartridge is installed. Investigation of this case revealed leakage at a seal associated with the reservoir component, consistent with a leak or splash device problem. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or lasting impact, and the user returned to range after replacing the cartridge. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.